Event description:
The depuy spine complaint department was made aware of a legal case involving the doc ventral cervical system. Patient claims that the product contributed to an adverse patient event. As a result an MDR is being filed to document this event.